Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a severe low bg (39 mg/dl) after a fill tubing process was completed without disconnection, leading to a rapid bg drop. The user was unresponsive, and their husband called ems. The user was treated with 4 glucose tablets and IV glucose in the ER and released the same day.